Event description:
The patient underwent a thrombectomy procedure in the left pulmonary artery using an indigo system flash aspiration catheter (flash catheter). Following the procedure, the patient experienced difficulty breathing, hemoptysis, and large volume blood loss, which required aspiration. The patient was intubated into the right bronchus due to the injury in the left lung. The patient lost pulses, prompting the emergency response team to administer cardiopulmonary resuscitation (CPR). It was reported bilateral groin access was attempted for transfusion protocol. It is unknown if access was successful and transfusion was performed. After twenty minutes of CPR, the patient expired. Perforation was reported to be a serious adverse event with a definite relationship to the indigo aspiration system (flash catheter), and a definite relationship to the index procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra clinical specialist indicated that the device was disposed of and is no longer available for return. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.